Event description:
It was reported that an alert/notification settings issue occurred. Data was evaluated and the allegation was not confirmed. However, it was found that an app crash occurred within the investigation window. The probable cause was determined to be the mobile device updated THE APP VERSION which closed the app. No injury or medical intervention was reported.

Manufacturer narrative:
(b)(4)